Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his scs ipg as recommended due to physical difficulty because of flexibility and mobility. Consequently, the patient's scs ipg was replaced with a non-rechargeable device.